Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. No investigation has been possible; therefore, the root cause of the reported alarms has not been determined but was most likely due to leakage in the patient circuit. H3 other text: 4117.

Event description:
It was reported that the expiratory minute volume was 20 % low. There was no patient harm. Manufacturer's ref #: (B)(4).